Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking throughout the procedure. There was pneumo loss any time a grasper was inserted. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.